Event description:
Customer reported receiving a reading of 94 mg/dl on their freestyle meter, but was not comfortable with the reading received. Customer reported having symptoms of hypoglycemia like confusion, dizziness and flushness. Shortly after, the customer reported passing out. Pt was taken to the emergency room by a family member, where pt was provided with orange juice to bring up their glucose levels.